Event description:
It was reported that the outer cover of the bd micro-fine¿ pro pen needle was loose after removing the needle. The following information was provided by the initial reporter, translated from japanese: "the user reported as follows: when a needle was detached, the outer cover was not tightly recapped, resulting in needle stick."

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that the outer cover of the bd micro-fine¿ pro pen needle was loose after removing the needle. The following information was provided by the initial reporter, translated from japanese: "the user reported as follows: when a needle was detached, the outer cover was not tightly recapped, resulting in needle stick.".

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.